Event description:
It was reported that a patient will be revised to address two yukon long shank screws that fractured at c1 approximately one month post-operatively. This report is for the first of two screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient will be revised to address two yukon long shank screws that fractured at c1 approximately one month post-operatively. This report is for the first of two screws.